Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to using an alternate method of insulin therapy. Customer reported blood glucose level was "a little high but they were not concerned".